Manufacturer narrative:
We have received all of the (B)(4) complaints devices for investigation. We found similar balloon failure in all of the (B)(4) devices. We observed longitudinal rupture in all of the (B)(4) balloons. Based on our device investigation, surgeon used the devices against its indicated use. The balloons likely ruptured after coming in contact with the calcified plaque. As stated in the IFU, the novasil silicone single lumen embolectomy catheter should not be used for endarterectomy, dilating vessels or venous thrombectomy. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material ( e.g. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials. Our IFU properly warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque and overinflated balloon. There was no harm to the patient as the result of this incident. Surgeon was able to complete the procedure using fifth novasil embolectomy catheter.

Event description:
The balloon of the 4 novasil silicone embolectomy catheters burst during the endarterectomy procedure in the iliac/femoral area. According to the user, the balloons were filled with saline according to the IFU but the balloons burst very quickly after inflating and initially moving the catheters inside the vessel. The procedure were then completed using a fifth novasil catheter successfully.